Event description:
It was reported that during routine follow-up, shock impedance for this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead was measured at greater than approximately 200 ohms, with prior trend data indicating values consistently around 65 ohms. This elevated measurement was considered a potentially isolated occurrence. Programming adjustments were performed. Subsequent measurements following this adjustment were reported within normal range. It was further reported that shock impedance will be reassessed at the next follow-up visit. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.